Event description:
It was reported that the customer visited emergency room due to hyperglycemia with a blood glucose value of 17 mmol/l on (B)(6) 2022. Customer's blood glucose level at the time of call was 25.8 mmol/l. Customer treated high blood glucose with insulin pump. Customer alleged that the insulin pump was under delivering insulin because of recurrent issues. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of the event. Customer also reported insulin flow blocked and they changed infusion set twice. It was stated that the cannula was bent. Insulin pump passed the self test and displacement test. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.